Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette had separated from the luer transfer set due to a loose connection. This event occurred during use of the device. It was further reported that the luer transfer set had been replaced after the event. There was no patient injury or medical intervention associated with this event. No additional information is available.